Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective buzzer (mainboard). Replaced mainboard.

Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup).

Event description:
The following was reported, to hamilton medical ag: summary: tf 243004 (buzzer defect at startup).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective buzzer (mainboard), replaced mainboard. Hamilton medical ag complaint number: (B)(4). Follow-up 1: corrected information: UDI related data quality updates only. Field d4: was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.